Event description:
It was reported that a spectrum infusion pump had an undetected upstream occlusion alarm during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, the reported problem "no alarming upstream occlusion alarms during testing" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. The upstream calibration will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.